Manufacturer narrative:
E1 facility name - (B)(6) hospital. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was both heavily calcified and tortuous and 99% stenosed. The wiggle guide wire failed to cross the distal part of the target lesion. Resistance was also met with the lesion during removal of the guide wire. Another guide wire was used to continue the procedure. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.